Manufacturer narrative:
Evaluation: method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 jaw was coming apart. The metal wires of the jaw were coming loose from the jaw itself, and this was noticed midway through the case. The jaws were not dirty and they were not cleaned during the case. Also, the product repeatedly went into shut-down mode even though it was not activated for extended periods of time or in rapid succession. They waited 30 seconds after each shutdown. A new kit was used to complete the procedure. The pa said there was a large avulsion on the vein once it was removed from the leg, but she did not know if she had caused it or if the dislocated wire did. There does not appear to be any negative overall pt effects; the vein was used as a bypass. The product is not returning.